Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation-evaluation it was reported to cook that foreign matter was discovered in a sealed unopened package containing a cook drainage bag connector connecting tube rpn: ctu14.0-30-st. Reviews of documentation including the complaint history, device history record (DHR) and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. Two unopened devices were returned to cook for investigation. A fiber like material was found in one of the packages. There was no foreign matter in the second package. The information provided upon review of the returned device indicates the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded nonconformances relevant to the failure mode. Four other lots for this device had relevant nonconformances, but all nonconforming products were reworked or scrapped per quality control. Cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause was identified as a manufacturing deficiency. The risk assessment for this failure mode was reviewed, and no action is required. The appropriate personnel were notified, and cook will continue to monitor for similar complaints. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b3 - date of event: the date of event was either (B)(6) 2023 or (B)(6) 2023. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
E3- customer(person): occupation: assistant director logistics and inventory. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a hair-like fiber was found in the sterile packaging of a drainage bag connector connecting tube. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.